Event description:
The day after the procedure (less than 24 hours), the pt had an epileptic episode. The pt screamed, all 4 limbs were shaking and he bit his tongue. The pt was admitted to the emergency department and examinations performed revealed no special findings. The event was reported as his first epileptic insult. Addendum event date: 2008. The pt complained of chest pain as well at rest as on exercise. Coruno was prescribed, the pt has taken it for 4 days and it has given no relief.

Manufacturer narrative:
The report is from the study. The patient was a male with 3-vessel disease and a history of hyperlipidemia, smoking, and a family history of coronary artery disease. The indication for the index procedure was unstable angina pectoris. The target lesion was posterior descending artery. Vessel diameter was 2.25mm and the lesion length was 10mm. Pre-procedure stenosis was 80%. The lesion was de novo, bifurcated, ostial, and smooth. Lesion location according to medina was 0,1,1. The lesion was pre-dilated with a 2 x 10mm balloon at 12 atm. A cypher was deployed in the lesion at 12atm. Post-procedure stenosis was 0%. Ivus was not used and there were no procedural complications. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.